Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the pylorus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician deployed the two bands and the wire was broken. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable issue of tripwire broken. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was observed that the trip wire was intact, secured in the slot and completely rolled in the handle assembly. Additionally, the trip wire was kinked at the proximal section. The suture was intact, and it was attached to distal loop of the trip wire. The ligator head was returned with five bands attached to it and the bands were in good condition. The suture hole was in good condition and no damages were observed. Microscope examination was performed, it was noted that a ligator head tooth was damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event of trip wire broken was not confirmed. The trip wire returned intact; however, it was found kinked. This could have occurred during device setup when securing the trip wire in the handle slot, removing slack, or when rotating the handle during use of the device. Additionally, the suture was found separated from the five remaining bands still attached to the ligator head. The suture was attached to the trip wire indicating attempts to deploy all seven bands. It was also found that a ligator head tooth was damaged. This indicates that the component was submitted to tension forces during the use of the device, and this could have affected the bands deployment activity leading to an improper deployment of the bands. Taking all available information into consideration, the most probable root cause for this event is no problem detected since the reported problem was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block b5 (describe event or problem) and block h6 (device code).

Event description:
It was reported to boston scieintific corporation that a speedband superview super 7 device was used in the pylorus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician deployed the two bands and the wire was broken. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the pylorus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.